Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation, however, all related device components were not returned, limiting the investigation and the reported event could not be confirmed. Based on the visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to filing of the initial medwatch report additional information was received: sheath size at time of device deployment was 6f.

Event description:
It was reported that suture placement was attempted in the mildly calcified right common femoral artery (rcfa) and the mildly calcified left common femoral artery (lcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair procedure. Reportedly, three cuff misses occurred in the rcfa and three cuff misses occurred in the lcfa using the six proglide devices. The sheath sizes used were 12f and 14f. After the aaa procedure was completed, manual arterial compression was used to achieve hemostasis in the lcfa and rcfa. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other five proglide devices referenced are being filed under separate medwatch MFR numbers. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It was reported a 12-14f sheath were used during the preclose procedure. Per the instructions for use - smc (suture mediated device) device placement 5f-8f sheath, including optional pre-close.